Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported on (B)(6) 2010 the mesh was excised in its entirety . There was no additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to recurrent sui.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-05409. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, dyspareunia, vaginal scarring and other. It was reported that the patient underwent urethra-vaginal fistulectomy and fascial pubovaginal sling implant, cystoscopy-defect in mid-urethra on (B)(6) 2011 due to urethrovaginal fistula, recurrent sui. It was reported that the patient underwent abdominal wound exploration and drainage of abscess on (B)(6) 2011 due to suprafascial wound abscess: complicated urethral fistula s/p repair and ongoing leakage. It was reported that the patient underwent pelvic exam under ga- cystoscopy, cystourethroscopy on (B)(6) 2011 due to recurrent ui due to multiple revisions-she now has hole in urethra. (B)(4).

Event description:
It was reported that the patient concurrently underwent vaginal hysterectomy and cystoscopy.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017. (B)(4). It was reported that following insertion the patient experienced dribbling of urine, urgency, vaginal discharge, urinary frequency, and dysuria.

Event description:
It was reported that following insertion the patient experienced dribbling of urine, urgency, vaginal discharge, urinary frequency, and dysuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis and urinary tract infection.